Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: evaluation of actual device. Review of device history records. Review of complaint history. During investigation we have observed that the transducer found to be twisted in the handpiece housing. No non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. The reviewed service history documentation for cusa excel handpiece serial number (B)(4) has identified possible issues related to the complaint incident. A minimum of 12 months review of cusa excel handpieces part number c2602 was completed using the following key words ¿hp not working¿ and root cause ¿over torqued by user¿ in the search criteria, the key word search review contained all and/or part of the key words to complete a comprehensive trend review. The review encompassed from dates (B)(6) 2014 to (B)(6) 2016. A total of 565 complaints were reviewed of which 137 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 27th identified cusa excel c2602 handpiece complaint for the reported failure with the root cause identified as ¿over torqued by user¿ resulting in handpiece not working. The failure analysis investigation has concluded the root cause of the handpiece defective failure transducer found to be twisted in the handpiece housing. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. CAPA has been initiated to address this issue.

Event description:
It was reported that the unit was defective; exact problem was unknown. Additional information was received on 07jan2016 with the following: the (B)(6) male patient underwent a right hepatectomy laparoscopically. The surgeon finished the procedure without the cusa system and he lost 2 hours. No further information was provided.